Event description:
Checkpoint surgical guardian nerve stimulator ref(B)(4) lot:10360083 exp: 2026-12-01. During use the light turned red and "err" displayed on screen. Unable to reset or use product. Charge nurse notified.